Event description:
Information received regarding the explanted device notes that the device exhibited oversensing and failed to pace the ventricle during episodes of atrial fibrillation. The patient was pacemaker dependent. The oversensing could not be reproduced with "provokation testing".